Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. However, the exact value was not provided. A follow up with the customer indicated that the customer did not remember reporting a low bg level.